Event description:
Related manufacturer report number: 2017865-2022-15454; related manufacturer report number: 2017865-2022-15455. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. Additionally, there were episodes of noise recorded in both the right atrial and right ventricular leads. No lead interventions were reported. The patient was discharged.